Event description:
It was reported that an ilet user experienced rapid battery depletion and the pump would not power on despite a solid green indicator on the charger and attempts with different outlets, consistent with a power supply or battery performance issue and potential charging subsystem malfunction. Symptoms included no alerts or alarms and no reported changes in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and education with the user, guidance to shut down the device to avoid alerts, instructions for data sync to the mobile app, and arrangements for device replacement with return of the current unit. Investigation of this case revealed a suspected device power issue affecting charging or battery function without impact to therapy delivery or cgm data. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to the power or charging system.